Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarms. Customer¿s blood glucose level was 145 mg/dl. Customer reported that the drive support cap appeared to be normal. Customer was able to clear and to complete rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.